Event description:
It was reported that during a urinary duct dilatation procedure, the inflation difficulties were encountered. The uromax ultra ureteral dilatation balloon was advanced to an unspecified urinary duct, however, upon attempting to inflate the balloon with the leveen inflation device, the pressure was unable to increase to the desired atms. The physician believed that the "inflation device gave an incorrect reading." The balloon was removed and, upon inspection, no leak was found. The procedure was completed with another of the same device. No pt injuries or complications were noted. The pt's status is reported as "good." Note: the leveen inflation device is part of the uromax ultra balloon catheter 10cc kit.